Event description:
It was reported that during an application of external fixation to an ankle surgery, it was observed the battery reamer/drill device would not work in reverse. There were no delays to the surgical procedure. According to the report, the surgery was successfully completed by hand. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.